Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.

Manufacturer narrative:
Other, other text: additional information: service performed by field service technician. No alarms found in history log. Unable to confirm reported issue. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. The root cause of this failure was unable to be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction h5, h6 and h10.